Event description:
It was reported that the unit gave an e-1 error and shut down during a case. This caused a slight delay in the case. It was further reported that there was no harm to the patient involved.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.